Event description:
It was reported that a user believed they did not receive full insulin delivery after a meal announcement, but review of the pump meal history and device report showed no dinner announcement was made, and the user later agreed they likely forgot to announce the meal while using the ilet system. Symptoms included hyperglycemia with no adverse clinical effects and a blood glucose value within target range. Outcomes included no medical intervention beyond routine coaching, and no hospitalization. Investigation included review of available device data and session-based troubleshooting and education. Investigation of this case revealed that the automated correction algorithm had already delivered the necessary insulin and the device functioned as designed. It was concluded that there was no device malfunction and the event was attributable to user non-announcement of the meal, with normal glycemic control maintained by the system.